Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2013 at (B)(6) medical center (B)(6) by dr. (B)(6). The patient received "a couple dilations for dysphagia". Device explant due to moderate dysphagia occurred without issue on (B)(6) 2018. Device was found in correct position/geometry. The patient is "doing great" as of (B)(6) 2018.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2013 at (B)(6) medical center (B)(6) by dr. (B)(6). The patient received "a couple dilations for dysphagia". Device explant due to moderate dysphagia occurred without issue on (B)(6) 2018. Device was found in correct position/geometry. The patient is "doing great" as of (B)(6) 2018.